Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the battery was now in the patient's backside and the patient was having coupling issues. The manufacturer representative noted that the patient's anatomy was very tough for placing a battery in a location that offers good coupling. The plan from the physician was to wait and allow the patient to heal more and see if coupling is better. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. The manufacturer representative had seen the patient during the week that the additional information was received. Since the revision, the patient does not complain of discomfort. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the manufacturer representative is scheduled to meet with the patient at the health care provider¿s office on (B)(6) 2018 for follow-up to their revision surgery. There were no further complications reported.

Manufacturer narrative:
The device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care provider (hcp) via manufacturer representative on 2018-mar-15 that the patient previously had the ins location moved about 3/4 inches up on the right side because they had not liked where the ins was originally placed. The patient had another pocket revision scheduled for (B)(6)2018 because the consumer was still unhappy with the ins placement. Per the manufacturer representative, the patient had been seen for routine reprogramming sessions in the past without report of this issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was revised in (B)(6) of 2017 because of patient comfort. The ins was moved by a plastic surgeon and it was noted that there was no issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient was experiencing difficulty charging. The patient was receiving 0 coupling bars with the antenna over the battery. The representative ran an antenna locate with the patient's controller and received a baseline of 32 mid numbers in the 40s and upper numbers at 44. They tried using the antenna locate with a recharger and received similar but lower numbers; the second recharger was also receiving 0 coupling boxes. The clinician programmer was communicating and displayed a message that the ins was depleted and needed to be charged. The patient had their pocket revision on 2018 (B)(6); the patient claimed that their doctor evaluated the pocket in (B)(6) 2018 and the battery was moving and they said that it was standing "up and down" in the abdomen. The representative thought the battery was moved multiple times but couldn't provide other details. The battery was then moved from the abdomen to the patient's back. The patient's doctor took x-rays of the I ns post revision, about a week ago, and the representative was not aware of the x-rays and the patient hadn't heard any further information about the x-rays. No further complications reported.